Event description:
(B)(6) study /medtronic (covidien) received report that shortly after the thrombectomy procedure, cranial computed tomography (CT) image revealed cerebral hemorrhage. Heparin reversal and antihypertensive treatments were provided to control the hemorrhage. Occluded vessel was left middle cerebral artery, initial thrombolysis in cerebral infarction (tici) was 0. The target vessel was not re-vascularized by tissue plasminogen activator (tpa) treatment and solitaire fr 4-20 mechanical thrombolysis was performed and achieved tici 3/ arterial occlusive lesion (aol) 3 was achieved. Nine days later, modified rankin scale(mrs) was 4. Almost one month later, the patient's condition was confirmed as being stable.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. (B)(4).